Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that the device was not working the same as it used too. In addition, the patient alleged waking up feeling like they are suffocating and extremely dry, along with a feeling of heart failures. The patient also provided that they remove their mask at night sometimes without knowing. No medical intervention was reported by the patient. The device was returned to the manufacturer for evaluation. Multiple error codes were found during the evaluation. The device has been scrapped.